Event description:
Investigation summary: a customer observed a false negative ahbc result for the positive control fluid on the eciq analyzer. No patient results were reported. Biased results of the magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event determined that the calibration data were typical. Recalibration and testing with the same lots yielded similar results. Calibration of a different reagent lot yielded acceptable qc results for both the positive and negative selling controls. It is unknown whether the reagent pack had been stored correctly, or whether acceptable performance had been obtained with the reagent lot prior to use of the current qc lot. The root cause of the event is unknown.